Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within two months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis pt has reported that while in drain 2, the catheter disconnected at the pt connector and started to leak fluid. Pt was administered prophylactic antibiotics and had no adverse effects. Sample has not been returned to the MFR.